Manufacturer narrative:
Insulin pump passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin pump errors noted during testing. Insulin pump was received with normal operating currents and no unexpected low battery alarm, replace battery now alarm, power loss alarm or failed battery test alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had multiple pump errors and also had display anomaly. The customer¿s blood glucose level was 107 mg/dl at time of incident. The customer reported that they had a message that the insulin was not being delivered. The customer was unable to performed the rewind and also had failed battery. The customer was advised that the pump requires replacement, to discontinue use of the pump and to revert to backup per health care professional instructions. The insulin pump will be returned for analysis.